Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on laparoscopic roux-en-y gastric bypass, after creation of the gastrojejunal anastomosis, there was a surgical site infection where the anvil was removed from the abdomen. The events lead to or extended the patient¿s hospitalization for one observation day. Treatment of the surgical site infection was done to resolve the issue.